Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that a stryker employee was attending an event over the holiday and was told that they were having problems with their stryker implant. A 2008 left and 2009 right knee - knee cap/patella moves in patient's left knee and doctors stated this is not normal. Cannot climb stairs any longer. No issue with right knee.